Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. For the fourth firing at the anastomosis of the esophagus and the jejunum, connected the reload to the adapter. The surgeon tried to fire the device, however, could not. Replaced by a new reload and the firing was completed. There was no patient harm. The status of the patient is no problem.